Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v455947, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) could not be adjusted using the patient programmer and could not be read with the clinician programmer. It was stated the patient was not having a return of symptoms. The ins was not tilted or buried. The ins had been turned off and then back on again following an unrelated surgical procedure in july. This was the last time the healthcare provider attempted to read the ins. Additional information has been requested, a follow up report will be sent if additional information is received.